Event description:
It was reported that on (B)(6) 2013, during a routine cap (catheter access port) aspiration/myelogram "pieces of debris" were found in it. They were doing this test to confirm patency of the catheter prior to a pump replacement due to normal longevity. Per reporter patient was asymptomatic. Healthcare provider was to investigate with the pharmacy that supplied the drug. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10855r04 implanted: (B)(6) 2001, explanted: unk. (B)(4).

Event description:
Additional information: it was later stated that the substance in fluid from the catheter aspiration appeared as white particles.

Manufacturer narrative:
(B)(4).